Event description:
While transferring a pt from hospital to nursing home medic encountered a vent failure. Medic immediately started bagging the patient and turned pt over to nursing home with compromise.